Event description:
It was reported that the day following the implant procedure, the right atrial (ra) lead and left ventricular (lv) lead were dislodged and poor pacing was observed. It was noted the lv was re-implanted and the ra lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.